Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the there was no power light on the transmitter after lightning had caused a power outage. The prongs were disconnected and charring was noticed. The transmitter was replaced.